Manufacturer narrative:
Upon receipt the lead was found cut 47 cm proximal to the lead tip. A proximal part including the serial number was missing. The performance of the fragment was scrutinized, including a visual inspection. During the visual inspection the distal lead region was found covered in calcified tissue. Calcifications are known to cause high impedances and pacing thresholds and are thus assumed to be the root cause of the observed high rv impedances and pacing threshold. The inspection revealed severe abrasion marks at several positions of the lead segments. These damages however, are not assumed to be the root cause of the clinical observation of rising impedance and thresholds. Further damages like the deformed rv shock coil most likely occurred during the extraction procedure due to tensile stress. The manufacturing process for this device was reinvestigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
It was reported that approx. 77 months after the implantation increase in right ventricular impedance and threshold were observed. According to the update of 24-nov-2020 this lead was now explanted.